Event description:
It was reported that during laser enucleation of the prostate (holep), a section of the fiber tip broke off. The 1 cm fiber tip remained in the prostate. The fiber tip was removed from the patient body with the forceps. The procedure was completed with a second fiber. No further information was provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap was fractured and detached/separated distal to the red octagon. Therefore, the reported event of fiber cap detachment was confirmed. The fiber cap appeared melted proximal to the red octagon. The red octagon and blue arrow were worn away and not visible. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared in good condition. Based on analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment can occur as a result of cap wear acceleration due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contact or technique, limiting the performance of the fiber. This would cause reduced vaporization efficiency, and potentially lead to glass cap fracture.

Event description:
It was reported that during laser enucleation of the prostate (holep), a section of the fiber tip broke off. The 1 cm fiber tip remained in the prostate. The fiber tip was removed from the patient body with the forceps. The procedure was completed with a second fiber. No further information was provided.

Event description:
It was reported that during laser enucleation of the prostate (holep), a section of the fiber tip broke off. The 1 cm fiber tip remained in the prostate. The procedure was completed with a second fiber. No further information was provided.